Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the defibrillation test is failing. There was reportedly no patient involvement; the customer reported that the device was not in clinical use.

Manufacturer narrative:
.